Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during a procedure performed on an unknown date. According to the complainant, the wallflex fully covered stent tends to become displaced and migrate within the biliary tree. There were no specific case details provided. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration.